Manufacturer narrative:
The rod was received for functional and visual testing. The reported failure mode was unable to be confirmed as the rod was fully functional and met acceptance test specifications. The root cause of the customer¿s report that the rod jammed and would not distract was not determined. Review of the device history record for the rods confirmed that they met all of the required quality inspections. Complaint records show similar failures reported in the past.

Event description:
See updated information in h2, h3, h6 and h10.

Manufacturer narrative:
No product has been returned for evaluation as the event occurred intra-operative. No root cause can be confirmed at this time.

Event description:
Information was received that during implantation the rod jammed and would not distract.